Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis team. The reported failure was confirmed and replicated. The endoscope was visually inspected and found with a dislodged component. The camera instrument adapter was found dislodged. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the 30-degree endoscope was loose and was spinning. The procedure was completed with no reported injury.